Event description:
It was reported that during an electrophysiological (ep) ablation procedure, it was noticed that the generator activated came on without the foot switch being engaged. The back of the unit has a loose foot switch connection. The procedure was completed with the different maestro generator. Patient's condition was fine and no patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the maestro controller upon receipt noted the following damage. The foot switch connector was loose and pulled out from the rear panel of the device, the rear edge of the top cover was chipped, there were chips along the bezel edges, the left optical rf output "rf status" cap was missing, and the tamper proof seal was broken. The maestro pod was received with a broken tamper proof seal. No other physical damage was noted to the pod. The foot switch was received with the following damage noted. The foot switch guard was bent, rusted, and very dirty. The foot switch cable had also been altered and modified by the customer. A 27 foot long 14 awg extension cable had been spliced together with the original foot switch cable. The maestro controller and pod both passed power-on self-test and all steps of their final test procedures which could be performed without removal of their top covers. Combined testing was performed with the returned maestro controller, pod, and foot switch. During combined testing, footswitch control of rf delivery was verified with no problem found. With the maestro controller in standby mode, using customer memory parameter settings, the foot switch cable was flexed throughout its length with no occurrence of rf delivery without the foot switch being activated. Electrical continuity checks were performed on the returned foot switch using a digital multimeter. No opens or shorts were found. The modification to the foot switch cable as noted during visual inspection did not affect its functionality. As a result of the physical damage noted to the maestro controller, further visual inspection was performed by removing the device's top cover. Visual inspection found damage to the maestro controller foot switch harness assembly. The black insulated shrink tubing of the red wire going to pin 7 of the foot switch receptacle connector was found to be damaged. The damage to the insulated wire likely occurred as a result of the connector being pulled out from the rear panel of the maestro controller by the user. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage.

Event description:
It was further reported that the radio frequency (rf) ablate button on the front of the maestro generator was used to stop rf energy delivery. There was no use of remote control and no report of error messages occurring. The foot switch connector was loose inside the port. It also appears that the customer had spliced the foot switch cable to make it longer, this damage occurred before the reported event. It is not known by whom and when the damage occurred at the customer site.

Event description:
It was further reported that the radio frequency (rf) ablate button on the front of the maestro generator was used to stop rf energy delivery. There was no use of remote control and no report of error messages occurring. The foot switch connector was loose inside the port. It also appears that the customer had spliced the foot switch cable to make it longer, this damage occurred before the reported event. It is not known by whom and when the damage occurred at the customer site.